Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer¿s spouse stated that the insulin pump down button would randomly get stuck in the last two weeks. The customer¿s spouse was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
(B)(4). The insulin pump was received with operating currents within specifications. The device passed the self test, rewind, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The low reservoir alarm feature worked properly. The device was received with all buttons responding properly. The device had no damage, no moisture damage on keypad assembly, no unlocked keypad connector, no stuck button alarms nor keypad anomalies.